Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was recently reported that the package lot number of the clips has already been provided. However, no lot number is recorded under this complaint record. -please provide the package lot number of the clips. It was reported "lap myomectomy. Recurring issue. Believe issue may be clips coming from distributor", how many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: package lot number of the clips? Already provided please provide the applier product code and lot number? I think it ka200 there is only one please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Don¿t belive so. What suture type and size was used? 2-0 vicryl when the event occurred, was the suture placed near the hinge of the clip? In center were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? No was the applier checked for damaged (jaws straight and aligned)? Yes what was the surgical gyn procedure involved? Lap myomectomy. Recurring issue. Believe issue may be clips coming from distributor was this a robotic procedure? No if clip did not close/did not hold on to the suture, was the clip used in an application where the suture was under tension? Placed at scrub table before placing in patient is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Can get some for you please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (please refer to the attached mail) the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a gyn procedure on (B)(6)2025 and suture clips were used. During the procedure, the sales representative reported that during a gyn procedure, the applier did not close consistently. No patient consequences were reported. The device status for return is unknown. No adverse patient consequences were reported. Additional information was requested.